Manufacturer narrative:
One 4 lesion nt2000¿ pain management rf generator was received for investigation. A damaged power entry module was observed. When the generator was powered on, a probe error message was observed and indicated an issue with the internal hardware. Further investigation revealed the generator had an abnormally functioning stimulation board. The stimulation board was replaced temporarily with a known good stimulation board and the reported event was resolved. Based on the information provided to abbott and the investigation performed, the cause for the reported error message and subsequent procedure cancellation was due to a non-functional stimulation board.

Event description:
During the procedure, the generator turned on but displayed an error message that the probes were disconnected so the procedure was cancelled. The probes were connected properly and the correct probes were selected in the settings. The grounding pad was verified to be in good contact with the patient and connected properly. The ablation selection was redone and the generator was restarted with no resolution and the procedure was rescheduled. There were no adverse consequences to the patient due to the cancellation.